Event description:
An olympus, clv-190, evis exera iii xenon light source was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined error e102 was generated and the main lamp would not ignite. This report is submitted for the malfunction of e102 error and main lamp failure to ignite. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the error e102 was generated and the main lamp failed to ignite. The cause was isolated to a faulty igniter. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error code e102 occurred due to the failure of the igniter and the emergency light was turned on due to a failure of ac/dc power supply. Olympus will continue to monitor the field performance of this device.